Event description:
In 2005, dr performed a 3 disc artificial charite replacement. Since then, my life for my family & myself has been permanently changed. I can no longer play a simple game of catch baseball with my 10 year old son without tremendous pain for days. All interaction with my 5 children is "none" because of the pain. Even my wife & cannot become intimate due to the pain. My pain specialist is sending me to see another pain specialist because he believes all that left is a morphine pump! To be installed and my new surgeon is sending for other opinions from other surgeons because he believes I will have to deal with pain the rest of my life. Dr told me to go find someone for therapy but never suggested anyone. No one I found had ever done therapy on a 3 disc charite replacement. Before the surgery, dr had assured me that the operation was simple for him and that he had done hundreds of these with almost a 100% success rate. I was told that in 4 months I would be walking normally with no pain. Dr never told me that a 3 disc charite replacement had never been approved by the FDA. It was a surprise to me when I learned that only trials done on these discs were only tested for one disc replacements. After surgery dr told me to find a therapist, he did at no time recommended anyone for therapy. I found a therapist in my community. I spoke to dr and was instructed what he should do, but the therapist still was not sure of what techniques he should use. I left that therapist and went to a local hosp, which had done single disc charite replacements and saw them for about a year, but the pain would be relieved somewhat for up to a day but there still was no success. I was recommended to a new dr who began to have some success with me. It was very unfortunate that he had to close his local office and move to another location, somewhat far for me to drive. It would take me usually about 4 to 5 hrs by the time I drove there, did the therapy and return to work. By the time I drove home, the pain would return because of the long drive. Now 2 yrs have gone by and the pain has become much more intense and I am now faced with a huge dilemma. My family has owned business which has been run for over 30 yrs, where we live and I have raised my 5 children and am a seated city council person for the past 4 yrs is beginning to crumble before my eyes. In my current condition I can no longer work eight (8) hrs and I am forced to put the business for sell because I can not manage the store due to the pain I suffered and due to the surgery. My father has congestive heart failure and has had 6 heart attacks in the past few months. He has had 4 stents placed in him in the past six months and has had the left and right corroded arteries operated in the past 4 months, he can no longer work. This not only affects me but my parents who depend on this store for income and the other 5 employees and there families who depend on this store for their income. I am also on the brink of loosing my home due to the medical bills from my surgery. My insurance only paid 70% on some bills and none on others which gave me no other choice but to refinance or declare bankruptcy which I did not want to do, because it would have affected my business dealings. My co-pay on medicine I need to take some months can go extremely high, a month. There have been times that I wonder if life is worth living, to work so long to obtain something, to have it all lost because of the greed of others. Current condition: my morning begin by taking avinsa 360mg, limbrel 500mg, celebrex 200mg, and metformin 500mg, provigil 200mg, propanonal 80mg, tricor 145mg, busbar 30mg, gabopentin 500mg, cymbalta 60mg, assorted vitamins, lidoderm patches 5%, cold pack to numb my back, tense unit and a plastic brace to help with support. The pain I endure on a daily basis can and does put me in bed at times for several days. At times I have swelling of the lower back and muscle tighten up, they go into spasms. Pain runs down my legs to the point I limp and it becomes very difficult to stand, sit down and even drive. I though the operation was to take away the pain, not bring on more pain than I had prior to the surgery. I don't know what to do anymore because the pain is overwhelming. The rest of the day is just a repeat of the morning with a few exceptions, I took 300mg of trazadone, gabopentin & skelaxin on ice pack till I fall asleep. Date of use: 2005. Diagnosis or reason for use: degenerative spodolothisis.